Event description:
A male patient with hematemesis (admitted from the ed) was undergoing an urgent egd. On passage of scope a bleeding esophageal ulcer was noted. The physician attempted to place a hemoclip over the area. On opening the clip, the side of the clip separated from the delivery device, and embedded itself into the esophageal wall. The presence of the separated 1/2 clip in the tissue precluded placement of another clip and the bleeding continued. The physician injected epinephrine 1:10,000 solution to help slow the bleeding. This caused tissue expansion which dislodged the embedded portion of the clip. A second clip was then successfully placed and the bleeding ceased. The patient was taken back to the ed and from there was admitted to the hospital for 72 hrs of intravenous (IV) proton-pump inhibitors. Manufacturer response for hemoclip, resolution clip (per site reporter): the company has not responded as of today.